Event description:
The patient reported directly to align the following symptoms: bite issues, tmj, and a molar on the upper left arch fell out when flossing (or a piece of the patient's tooth). The patient required visiting a second dentist, who filled the gap so the tooth root was not exposed and who diagnosed the patient with tmj. The patient reported taking muscle relaxers to alleviate the reported symptoms.

Manufacturer narrative:
The reported symptoms are included in the current instructions for use (IFU). The treating doctor shared that the patient had not reported anything about losing a tooth or a piece of a tooth. The treating doctor mentioned that the patient was given a night guard (not an align device) and that all of the patient's teeth were occluding well. Align's clinical review of available records indicate that the event could have only included a restoration to avoid root exposure, indicating that the tooth´s root was still present in buccal cavity. No conclusive evidence has been provided that supports or opposes whether the vivera retainers caused or contributed to the reported tooth extraction or whether a tooth extraction occurred, and therefore this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the reported tooth extraction, and the date of event (b3) is based on the timelines reported to align and compared to the patient information.